Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 analyzer did not generate flags for one patient sample that demonstrated blasts and other immature cells by manual smear. The erroneous results were reported outside of the laboratory. There was no death, serious injury or change to patient treatment associated with this event.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the home patient (hp) on (B)(6) 2010 who stated she likely was doing something wrong that the bag disconnected. The hp confirmed she is doing well with therapy and has had no further issues with set up or alarms. The hp stated her supplies have been fine; lot information was not available. No adverse event resulted from this event. This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during dwell 4 of 4. The patient stated that one of the supply bags fell and disconnected. Gts explained that a large amount of air has entered the disposable, and helped the patient clear the error by cycling power to the 'press go to start' prompt. The tsr reviewed proper procedures per the user manual with the hp. The patient elected to complete therapy with manual supplies. No injury or medical intervention was reported.